Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out procedure, high out of range impedance was observed. It was noted that this vector was not being used. The measurement was repeated when disconnected and when tested through the pacing system analyzer, and when reinserted into the new device. The physician elected to leave the lead in place, and patient will be followed up normally.